Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 5.0mmx20mmx80cm armada 35 balloon dilatation catheter (bdc) a leak was noted in the balloon; thus, the bdc was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 5.0mmx20mmx80cm armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the lot history record (lhr) for this specific lot indicated no non-conformance records. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. However, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.